Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming air in line. The patient had stated that they were participating in a trial. Reporter stated the alarm was acknowledged, and the pump was restarted, but the pump continued to alarm. The cassette was tapped and pump restarted again, but alarm persisted. The patient had indicated that the line was full of air. Subsequently, the patient was instructed to turn off the pump and redirected to their physician. The event occurred while in use with a patient at hospital. No patient harm/adverse event was reported.